Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field experience was confirmed. Analysis found the pacing coil fractured at 19.8 cm from the connector pin as a result of fatigue. The lead was fixated in a sharp bend and with increased stress, over time the pacing coil fractured.

Event description:
It was reported that an increase in threshold and impedance were observed. Noise was also seen on the egms. The device had aborted vf shocks due to noise. A lead damage was suspected.